Event description:
Patient reported being diagnosed with "basal cell carcinoma." Patient then reported left side wrinkling. Patient additionally reported "raynaud's phenomenon;" this event is not related to the device. Patient later reported "rupture". Healthcare professional later confirmed "rupture". Device was explanted.

Manufacturer narrative:
Information contained in this report was previously submitted through [asr/psr/410psr] on [01/21/2016]. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Cancer: unable to observe as it is not related to the device. Raynaud¿s phenomenon ¿ ndr: unable to observe as it is not related to the device. Wrinkling: no observed. No additional observations. No further actions are required as no manufacturing issues are observed.

Event description:
Patient reported being diagnosed with "basal cell carcinoma." Patient then reported left side wrinkling. Patient additionally reported "raynaud's phenomenon;" this event is not related to the device. Patient later reported "rupture". Healthcare professional later confirmed "rupture". Device was explanted.